Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics continues to run after trigger is released on hip case. Case type: tha. As per the mps: continues to run inside haptics after trigger is released. Do not know if it will continue to run outside and haptics.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: it was reported that mics continues to run after trigger is released on hip case. Product evaluation and results: visual inspection: visual inspection was not performed as this was a functional failure. Functional inspection: functional inspection was performed and the device failed the test. Per case number 168721. 1. Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor) rtv reason: sticky trigger. Product history review: review of the product history records indicate 25 devices were manufactured under lot no k0b9z and accepted into final stock on 05/30/2018. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot number k0b9z shows 04 additional complaints related to the failure in this investigation. Complaint ID:1892189, 1895594, 1901491,2046856. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Mics continues to run after trigger is released on hip case. Case type: tha. As per the mps: continues to run inside haptics after trigger is released. Do not know if it will continue to run outside and haptics.